Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary treatment procedure, and it was completed by moving the patient to another lab. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had a low load fluoroscopy problem. Upon functional testing, the fse determined that the issue was caused by the oil level being low in tube cooler. To resolve the issue, the fse added oil in tube cooler. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a low load fluoroscopy problem, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.